Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an implantable pulse generator system implant procedure, and four days later the patient died due to unknown reasons. Follow- up information relating to the cause of patient's death was requested, but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of death was hypertensive heart disease.